Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that emergency medical services was dispatched due to low blood glucose level. Customer's blood glucose level was 40 mg/dl. Customer's blood glucose level was 178 mg/dl at the time of call. Customer stated that they treated with glucagon shot. Customer stated that both insulin pump and sensor was not working. Customer stated that insulin pump was constantly alarming. Customer stated that there was difference between sensor glucose and blood glucose readings. Customer stated that auto mode was not active at the time of incident. The device will not be returned for analysis.